Manufacturer narrative:
Evaluation; (method, results and conclusions)- the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).

Event description:
This x-ray system's c-arc brake no longer holds nor locks.